Event description:
During an unknown procedure, middle sleeve of device tore during initial opening and closing. There was nothing sharp that was put through the device prior to the instrument being torn - only the hand, a 10/12mm device and a 5mm device were put through. The sleeve gave way 10 minutes after operation started. A second device was used, which also malfunctioned toward the end of the operation. No pt consequence.